Event description:
The customer reported receiving an elevated total bhcg positive result from one patient's sample generated on the unicel - dxi 800 access immunoassay system. The result was reported out of the laboratory, however, the customer did not report death, serious injury, or change to patient treatment in connection with this event. The initial sample and a subsequent sample were repeated on the same unit and an alternate unit. Lower results in a different clinical category were obtained. All results from the patient's sample were positive. The first sample was plasma collected in a lithium heparin tube with gel separator. The second sample was serum. The sample was centrifuged at 3000 rpm for 8 minutes at room temperature. The customer believes the result may have been affected by pre-analytical sample handling. Customer indicated that the sample had a 'normal' appearance. Level 1 and level 3 total bhcg qc was within customer's established ranges. On (B)(6) 2011, customer performed a system check which met all passing specifications. Review of event log does not indicate any errors during the time the sample was analyzed. The customer performed a total bhcg calibration on (B)(6) 2011 which met all passing specifications. On (B)(6) 2011, a field service engineer (fse) reviewed the precision run the customer performed and found that it is within stated limits. Fse performed high sensitivity system check which passed specifications. No definitive root cause could be determined for this event.